Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit went into a system malfunction. There was no report of patient involvement.

Manufacturer narrative:
Multiple attempts were made to reach the customer to repair the unit or obtain repair information. No further response has been provided from the customer. No further details available.